Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 3.5x33 rx xience xpedition stent delivery system (sds) was advanced toward a non-calcified lesion in the mildly tortuous, proximal to mid left anterior descending (lad) coronary artery, but failed to cross the lesion due to patient anatomy. During withdrawal, the sds was unable to be retracted through the unspecified guide catheter due to the flared struts; both the sds and guide catheter were withdrawn as a single unit. Another attempt to cross was made by another 3.5x33 rx xience xpedition sds, but this device also failed to cross the lesion due to patient anatomy. The 2nd sds was withdrawn from the anatomy and through the guide catheter without resistance and the stent struts were noted to be slightly flared. The procedure was completed via placement with a non-abbott stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.